Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported a (B)(6)-year-old caucasian female patient underwent an breast augmentation revision with mentor memorygel breast implant 450cc and suffered left side rupture postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on (B)(6) 2019, patient has a planned explantation on (B)(6) 2020. Reason for device explant and/or reoperation: rupture . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 2/29/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 3/20/2020. Device evaluation summary: according with the information reported the patient experienced a rupture in the left gel breast implant and developed granuloma and breast pain. During visual inspection, the device was found to be ruptured. Microscopic examination was performed and the cause of the rupture could not be identified. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/24/2020, mentor became aware that the patient also suffered left breast pain and that an ultrasound also exhibited extracapsular silicone likely within the lymph nodes. Manufacturer¿s reference number: (B)(4).